Event description:
A perclose failure occurred at the main access site. After balloon tamponade, the bleeding was not resolved. A femoral cutdown was done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).